Event description:
It was reported the programmer has a black screen. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. (B)(4): analysis found that the cable was damaged and twisted.